Event description:
The pt reported that the device came loose from the skin of the abdomen after less than a day and he did not notice. His blood glucose measured "high" (>27.8 mmol/l or 500 mg/dl) and his ketones 2.6. He was hospitalized for two days and received a saline infusion. Everything was fine by the time of his call.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any defect or deficiency contributed to the pt's hyperglycemia and hospitalization. Quality records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged." "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery", and "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays 'high check for ketones". This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones" reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."